Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius (B)(4) service technician, who resolved the issue and returned the machine to service by replacing the heat-damaged power control board, power switch and fuses. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 machine with visible burn damage to the power control board, power switch, and fuses. The burned parts were found by a fresenius (B)(4) technician who was servicing the machine for not powering on. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The technician replaced the power control board, power switch, and fuses to resolve the issue and return the machine to service. It was confirmed that no parts are available for return. Additional information was requested, but was not provided. If additional information is received, a supplemental report will be submitted.